Manufacturer narrative:
The sample was serum drawn in a lithium heparin tube. Qc was within established ranges before the event. A field service engineer (fse) replaced the wash solution, in-line filters, peri-pump tubing and cl electrode. The fse replaced co2 membrane and co2 reference electrode. The flow cell was opened and checked, e-cam gap was set and ratio pump was rebuilt. No root cause was determined fort his event.

Event description:
A customer contacted beckman coulter inc., (bec), and reported that synchron cx5 delta analyzer generated an erroneously high sodium (na) result of 143mmol/l for one patient sample. Originally, the sample was tested on a different instrument which gave a result of 133mmol/l. The doctor questioned the result and customer re-tested it on the cx5 delta instrument. After investigation, the originally reported result of 133mmol/l was correct. There was no change to patient diagnosis or treatment.